Event description:
My husband was supposed to receive a very low dose of morphine, 1mg drip per hour to ease his breathing. At about 12:00am, they connected the IV to his port. The IV pump was a carefusion alaris pump, model 8100. When they connected it to my husband's IV port, he went out immediately and then within minutes he had a massive seizure where he rose up, his arms spread and raised. His eyes lids were wide open but his eyes were rolled back completely. It seemed to last forever and then he fell back on the bed and he wasn't breathing. I told the 2 nurses to do something and they asked me if he had ever had morphine before which I answered yes. Then they asked me if he was dnr which I answered yes. I kept saying "do something." They discussed what they could do and decided they would get the bipap machine, which they had to go and get. At this time, my husband is not breathing and still connected to the carefusion alaris pump. Once the bipap was on his respirations started up and was at such a regular intervals, it was unbelievable. They said he was ok and kept commenting on how comfortable he looked. At about 1:30am, I happened to look at the clock and then the IV tree, the 250ml bag was empty. I said to the nurse "(B)(6) the bag is empty, "is that bag supposed to be empty." He said "no it isn't empty," so I said to him "it sure looks empty to me." Well then he went over to it and said "oh it is empty." He quickly checked the pump then got the other nurse. They started checking for leaks, feeling everything for moisture, checking the floor for puddles, checking the bedding under my husband's arm for moisture. They held up the IV tubing that was connected to my husband's arm and it was completely empty from the pump to my husband's arm. There was only air in that tubing all the way to his arm. They brought in the nurse practitioner, disconnected my husband from the IV and took the pump away. I keep asking to talk to a doctor and was told there wasn't one there was only the nurse practitioner. I said this is ICU there must be a doctor here somewhere and they said no. They again said I could talk to the nurse practitioner and I said "no, I want to talk to a doctor." My mind was going a 100 miles an hour. I knew this was a deadly mistake. Finally I realized there was a camera in the room for a remote doctor and I said "there is a camera in this room and I know there is a doctor somewhere behind that camera, and I demanded to talk to them. Finally they got a doctor on the phone, around 3:30am. Per the doctor's order they gave him fluids via IV and also dopamine. They led me to think that he may come out of this. The pump went to (B)(6) medical center's investigative dept to figure out what happened. I spoke to (B)(6) and she said they could not duplicate the event so they sent the pump back to the MFR, carefusion. She would not give me the serial number of the pump. I asked her if she had seen the recalls regarding that pump and she said there were no recalls on the carefusion alaris pump. I had found several on the companies web site and also at the FDA's website. My husband was declared at 6:33am. At about 2:00pm, I received a call from the (B)(6) coroner's office because a nurse from the hospital reported what had happened and apparently the doctor was signing my husband's certificate with cause of death as "natural". This was not a death from natural cause. This was an extreme overdose of morphine, 250mg's of morphine and that 250ml bag free flowed, gravity fed into my husband. The coroner asked my permission to do an autopsy which I allowed and now am waiting for the results. My husband is (B)(6). He was at (B)(6) medical center in (B)(6) from (B)(6) 2017 to (B)(6) 2017. The deputy coroner is (B)(6). I am very concerned that the pump was sent back to the MFR. I feel it should have gone to an independent investigation team. The coroner does not have the serial number either but the hospital would. "Can you help."